Event description:
It was reported that the customer had been running high and the customer's caregiver was not there when the paramedics arrived. Customer was administered glucagon and their blood glucose level was 16 mg/dl. Customer was transported to the hospital and released on (B)(6) 2014. Customer's blood glucose level was high all day and would not go down. Customer was taken back to the hospital that evening. It was reported that there was a 911 call on (B)(6) 2014 regarding a blood glucose level over 400 mg/dl. Customer had hyperglycemia and was treated at the scene. Customer refused to go the hospital. Customer was wearing the pump at the time of the 911 call. Customer confirmed that the replacement pump was functioning well. It was determined that the pump was malfunctioning and the pump was replaced. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-88237, 3004209178-2015-88240, 3004209178-2015-83151, 3004209178-2015-85579.